Event description:
The technician alleged the side rail end tube is loose and will not latch. No patient impact.

Manufacturer narrative:
The technician found the side rail end tube is missing the ratchet rivets. The technician replaced the side rail end tube ratchet rivets to resolve the issue.